Event description:
Fire dept personnel were treating a pt and connected the device to the pt. Reportedly, when the device was connected, "connect electrodes" was displayed, accompanied by an audible alarm. Connections to the pt were verified and a second attempt to monitor the pt was unsuccessful. A backup device was obtained and treatment was continued using the same electrodes. The pt was not resuscitated. The rptr stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.